Event description:
Account reports one incident in which during usage, a patient with known latex sensitivity experienced a red and swollen wrist, site of reported product. The reported product was utilized with a heplock, and rubber stopper bottles were also utilized. Reporter stated they are in the process of converting to vials. The IV was pulled, arm elevated and ice applied. No medical intervention required. Reporter informed writer that the patient was admitted to the hospital, however, not due to the reaction.